Event description:
The customer reported that a ventilator¿s touchscreen was unresponsive. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse performed a touchscreen calibration. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.